Event description:
On (B)(6) 2014 the girlfriend of the patient (reporter) contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2014 at approximately 5:30 pm when the patient began to intermittently obtain an error 4 message displayed on the subject device when he attempted to measure his blood glucose. The reporter stated that the patient manages his diabetes using novorapid insulin and self-adjusts the dose. The reporter stated that the patient estimated his insulin dosage due to being unable to obtain a result from the meter, and reportedly began to experience symptoms of ¿blurred vision, sweet smell on body, disoriented and sweaty¿ approximately 2.5 hours after the alleged meter issue began. The reporter stated that the patient self-treated by consuming more food and/or drink at approximately 8:15 pm on (B)(6) 2014 and felt better after. At the time of troubleshooting, the csr noted that the test strips were not expired, the testing process was correct and that it was not the first use of the product. The csr was unable to walk the patient through a re-test as the device was unavailable at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow up # 1 - 01/08/2015 - correction to incident description:"on january 4, 2015 the girlfriend of the patient (reporter) contacted lifescan (lfs) canada alleging that the patient¿s onetouch verioiq meter displayed an error 4 message."

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patient¿s meter and test strips have been returned on 3/2/2015 and 3/4/2015, evaluated by lifescan product analysis on 3/4/2015 and 3/5/2015 respectively with the following findings: error message 4 observed in the error log, but the errors were not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.